Event description:
Received electronic report on 12/28/2006, that a dialysis patient was dialyzed in 2006, and that the patient coded and later died. It was learned that the patient had undergone 2 hours and 40 minutes of dialysis within an acute unit, when the patient coded. The patient died later that same day. It was reported that there was no observed problem with this device or accessory products in use at the time of the death. The initial reporting rn was contacted for additional information of this event. According to her verbal report on this particular event, this patient was new to dialysis. This was the second dialysis treatment. She stated this patient had many health related issues and feels that the equipment or devices used in this treatment of this patient did not malfunction. No sample is available for an evaluation. Also, requests were made in an attempt to obtain patient information and the cause of death. Reporter stated she would call back with the requested information. To date, no further information has been provided.